Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced ¿false upstream and false downstream occlusion alarm. With no alarm on occlusion¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: (B)(4). Additional information: the device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and found the presence of "upstream occlusion!" On the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The false upstream was not verified. Should additional relevant information become available, a supplemental report will be submitted. The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and found the presence of "downstream occlusion!" On the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. Evaluation was unable to reproduce the reported symptom. The device was found. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The false downstream occlusion alarm was not verified. Should additional relevant information become available, a supplemental report will be submitted. The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and did not note any events that indicated and/or contributed to the no alarm on occlusion. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation and was found to pass upstream and downstream occlusion detection testing. The device was determined to meet all product specifications related to the reported event. The no alarm on occlusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.